Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during surgery - left wrist, when implanting a variax volar left wrist plate, the screw would not go through one of the holes in the plate. Patient has very bad bone quality. Surgeon removed and tried re-implanting and completed case accordingly.

Manufacturer narrative:
The reported incident that volar smartlock distal radius plate, narrow, left, short, 9 holes was alleged of issue s-30 (not functional) could not be confirmed, since the returned device is conforming to specifications and is fully functional. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by possible angulations problem during insertion. As indicated: ¿took off plate and put another one on, still having the same problem¿. The device inspection revealed the following: note that our test revealed, that the returned screw can be inserted in all the plate holes without any issue. So it can be clearly stated that the plate nor the screw are faulty (angle problem during insertion). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that during surgery - left wrist, when implanting a variax volar left wrist plate, the screw would not go through one of the holes in the plate. Patient has very bad bone quality. Surgeon removed and tried re-implanting and completed case accordingly. Update: sales rep indicated that; "surgeon took off the plate and put another one on, still having the same problem, he believes the angle was off on the hole".